Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor had undergone a ins pocket revision due to the ins being "somewhat flipped in the pocket." The ins was reported to be more perpendicular. No patient symptoms were reported. Additional information was received. It was noted that the patient had a ¿pa and lateral x-ray taken and you could feel the ins being perpendicular.¿ it was noted that the cause of the ins being perpendicular was unknown.